Event description:
It was reported that during a bariatric procedure, the surgeon attempted to use the device to clip the cystic duct but the device did not fire. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. Evaluation summary: the analysis results found that the (B)(4) instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed nine conforming clip and ejected the remaining two. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.